Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported her dog yanked on her arm last thursday or friday and one of the leads pulled. The patient last recharged a few days after (B)(6); about a week and a half ago. The patient last felt stimulation (B)(6) and saw the healthcare professional (hcp) on friday (B)(6). The hcp could not pick up the device with the clinician programmer. The patient was to follow up with the hcp; appointment on wednesday to see the doctor. The patient outcome was not provided further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.. The indication for therapy was occipital neuralgia.